Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in clinic that the patient¿s right ventricular (rv) coil was displaced into the right atrium (ra) verified via fluoroscopy. The lead exhibited higher trending thresholds with r-wave amplitude variation. Defibrillation threshold testing were performed to rescue the prior lead, but to no avail. The physician elected to cap the lead and replace it with a new high voltage lead on (B)(6) 2021. The patient was in stable condition before, during, and post procedure.